Manufacturer narrative:
Date of event unknown, awareness date used. Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: we have been informed that approximately one in ten of these syringes drips heavily from the luer lock connector during handling during the manufacturing process with cytotoxic drugs, when the syringe is placed down filled or empty, or when it is disconnected and held in the hand while filled. This poses both a dosing and safety issue, particularly when handling cytotoxic drugs. No patient was harmed. The syringe leak occurred during the manufacturing process under the laminar flow cabinet/safety cabinet. The entire manufacturing process took place within the laminar flow cabinet. Negative effects on the user (in this case, the manufacturing personnel) can be ruled out because the leak was noticed immediately and appropriate precautionary measures are already established in the manufacturing process. The affected syringes were also not dispensed to patients, as they are purely "working syringes" for filling containers and not "dispensing syringes," which serve as primary packaging for medications.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: a total of three samples from batch 2501020, twelve from batch 2503009 and four from batch 2503012 were provided to our quality team for investigation. Each product was thoroughly inspected, and no damage or related defects were observed. Leakage testing was performed, and all samples met the required specifications with no leaks detected. A device history review was performed for reported lots, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported concern. Additionally, six retained samples from each lot were requested for further evaluation. Each retained product underwent visual inspection, and no damaged components or related defects were found. Leak testing was also performed on all retained samples in accordance with established procedures, and all products were verified to meet specification. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. These checks include tip and thread verification to ensure proper assembly and performance. Results were reviewed for the reported lot and no issues related to this incident were identified. Based on the information available, we are unable to determine a specific root cause at this time. Our quality team will continue to monitor complaints for this device and reported condition for any emerging trends.

Event description:
No additional information.